Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a connection issue leading to leakage with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 100 bd preset¿ eclipses¿ experienced blood leakage from specimen receptacle during use. The following information was provided by the initial reporter: during evaluation of the bd eclipse safety arterial blood gas syringe the clot catcher has to be applied before sampling on the analyser, staff complaining that the clot catcher does not fit properly with the eclipse abg syringe and causing slight blood leakage prior to analysing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd preset¿ eclipses¿ experienced blood leakage from specimen receptacle during use. The following information was provided by the initial reporter: during evaluation of the bd eclipse safety arterial blood gas syringe the clot catcher has to be applied before sampling on the analyser, staff complaining that the clot catcher does not fit properly with the eclipse abg syringe and causing slight blood leakage prior to analysing.